Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they could not communicate with the ins using the clinician programmer or the implantable neurostimulator recharger (insr). The last successful recharge was in (B)(6) 2015. They noticed the ins ¿went off¿ in (B)(6). They went to recharge in (b)(46 and noticed that they could not. Their tremors were bad and the patient didn¿t realize the therapy had gone off. A physician mode recharge (pmr) was started but it was decided to wait and meet the week after report to perform a pmr as they didn¿t have time on the day of report and then they would clear the power on reset (por). Additional information received reported the representative met with the patient 4 days after report and they were able to pull the ins out of the overdischarge using a pmr. The patient was charging with 8 full coupling boxes and would be heading home to charge fully. It was further reported the patient started to experience tremors in (B)(6) 2015 and that was when her battery depleted. The patient would be reprogrammed when her battery was fully charged. A por had to be performed.